Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating device was "very hot in hand" during surgery. No serious injury occurred. Surgery was delayed by 10 minutes. The patient is currently healthy. No additional information was provided.